Event description:
It was reported to philips that the device will not start and gives a continuous red cross. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The device is evaluated at bench repair. Based on the results of the analysis, it was determined that the product has malfunctioned and cause of the reported problem was defective processor pca. The issue was resolved by replacement of defective processor pca, and the product is back in service / the replacement product is in service.